Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no anomalies were noted. The needle was subjected to visual inspection, freezing properties testing, and proof testing. The needle met all specifications; no leaks were noted and ice formed as expected. The root cause was determined to be no failure found.

Event description:
An icerod cx failed the pre-procedure needle testing as it hissed and bubbled in the saline never creating an iceball. The needle was replaced to continue testing. No patient was involved. The needle will be returned for investigation.

Event description:
An icerod cx failed the pre-procedure needle testing as it hissed and bubbled in the saline never creating an iceball. The needle was replaced to continue testing. No patient was involved. The needle will be returned for investigation.